Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: tip of the clip was stuck on the trocar sealing part and it tore. The fallen piece of the seal part was retrieved from the cavity. No bleeding. No tissue damaged. Not extended more than 30 mins. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B) (4).